Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the lead was returned in segments and the the damage on the lead appears to be related to the explant procedure. Testing did not identify any lead abnormalities that would have caused or contributed to the reported clinincal observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Manufacturer narrative:
Additional information was received noting that high voltage (hv) impedance measurements with this lead had increased to greater than 200 ohms. However, the patient had received a stent and measurements had been stable since that procedure. Most recently, a pocket revision was performed to perform lead testing. The physician removed both the proximal and the distal coils and high voltage impedance measurements were performed. The measurements were within normal limits (49-57 ohms) in all six vectors. The lead remains in service and the physician plans to continue to monitor this patient. A white purulent drainage was noted at the procedure and a blood culture will be performed. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this lead was exhibiting high (out of range) pacing and shocking impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and the possible reasons for the out of range measurements. A review of the current measurements confirm they are within normal limits. According to our resources, the lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A revision procedure was performed to check this system and when the pocket was opened, the physician noted the patient was developing an infection. Therefore, the entire system was explanted and the patient is being treated with antibiotics. A new system will be implanted when the infection is gone. This lead has been returned for testing and this product issue will be updated when evaluation is complete.